Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 330 mg/dl after breakfast was consumed. The contact stated that the customer did bolus for the food that was consumed. A correction bolus was delivered to address the high bg. As the customer was not with the contact, troubleshooting to determine a possible cause of the high bg was not performed. When following up, the contact reported that the customer's bg had lowered to 262 mg/dl and are presently a little high due to just eating. Another correction bolus was delivered. The contact declined to troubleshoot as the bg level had declined.